Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported that the battery life is going down on the insulin pump. Customer also stated that he is not getting low battery or failed battery test alarms. Customer's blood glucose reading is 44 mg/dl. No further information reported.